Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four static images were provided for review. Of note, as stated in the instructions for use, adequate pre-implant balloon dilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. In this case, it is not confirmed via imaging if a pre balloon aortic valvuloplasty was performed prior to the valve implant. Fluoroscopic valve load inspection was performed and confirmed a good load. During the valve deployment, significant under expansion and an infold were noted. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The patient¿s executive summary was not provided for anatomical review. However, it is known that the event refers to a 34mm evolut. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {0012367911}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth of 3 millimeter (mm). Subsequently, the system was withdrawn from the patient. A second valve was loaded into a new dcs and used to complete the procedure. It was noted that a 20 minute procedural delay occurred in result of the infold. No patient complications have been reported as a result of this event.